Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection no issues were found that would be related to the reported event. The mtm was installed onto a surgeon functional test platform (sftp) where it failed at sine cycle. As a result of these findings, failure analysis was able to conclude that the embedded serializer motherboard (esmb) and main wire holster were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted urology nephrectomy surgical procedure, the customer reported to technical service engineer (tse) there were issues with the surgeon side console (ssc); however, the call dropped and tse was unable to collect additional information. Tse confirmed the logs showed an error on the surgeon side console (ssc) master tool manipulator right (mtmr) which was disabled. Additionally, the logs showed it's a dual surgeon console setup and the surgeon was at console 2. The procedure was completing with no reported injury.